Event description:
Additional information was received on (B)(6) 2012, when x-rays were received from the physician. The full lead could not be assessed due to lack of images. The lead connector pin appeared to be fully inserted into the generator connector block. Based on the x-rays images, the cause of the reported high impedance could not be identified. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6), 2012 when it was reported that the patient has decided not to undergo revision surgery anymore. The patient's device had previously been disabled.

Event description:
It was reported by a physician that high impedance was found at a follow-up appointment during system diagnostics. The patient's device was programmed off due to the reported high impedance and was referred for x-rays. Last known good diagnostics were from a month prior to the reported high impedance. Trauma to the device is suspected as the patient is active in sports. At the moment revision surgery is likely but has not been scheduled.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.